Event description:
It was reported that after removing the delivery system from the packaging hoop, the yellow protective sheath was removed. Resistance was felt when the sheath was removed and the balloon pulled off and the shaft separated. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though this device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.